Manufacturer narrative:
Lead model 3778-60 (B)(4) implanted: (B)(6) 2008 explanted: na. Adaptor model 3550-29 lot n146948 implanted: (B)(6) 2008 explanted: na. Programmer model 37743 (B)(4). Recharger model 37752 (B)(4). (B)(4).

Event description:
It was reported that the patient was unable to adjust stimulation and the device was in a power on reset (por) condition. The "call your doctor" icon was also displayed. The por was cleared. The patient recently had abdominal surgery and it was speculated that the tools used during surgery may have caused the por.